Event description:
During contrast injection, the physician felt significant pressure. He removed the cahteter and determined that it had ruptured. Pt vessel tortuosity was "normal". There was no adverse pt event.